Event description:
A user facility reported a pt death, post treatment after blood from the hemodialysis machine had been returned to the pt.

Manufacturer narrative:
The product was not returned to the manufacturer for eval. A device history record review was performed and there were no unexpected variances or adjustments or comments noted in the device records. A review was performed by the post market clinical dept. The user facility refused to release medical info for this event. The cause of death is unk. In conclusion, per the pharmacovigilance physician medical assessment, multiple attempts to retrieve medical info from the user facility were unsuccessful. The machine investigation performed by the fresenius regional eval specialist reported no device malfunction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.